Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found angulation was reduced, there was an abnormal noise or grinding with the angulation control knob during angulation, the adhesive of the bending section cover was worn out, the light guide lens was chipped, and the control body boot protector was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had no flow from the air/water system. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would have accumulated and clogged the nozzle during the procedure. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.